Event description:
Received electronic report from a peritoneal dialysis rn who has reported that the white clamp on this tubing set did not occlude the tubing and as a result, the tubing leaked. As a result of this event, this peritoneal dialysis pt was given a prophylactic dose of antibiotics for possible contamination. There was no report of ill effect or further injury from this event. The pt has been able to continue peritoneal dialysis as ordered without further incidence. There is no sample available for an evaluation.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: no sample was available for an evaluation. The complaint is not confirmed. Fmc will continue to monitor trends and defects per current procedure.